Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had impedances. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be return.